Event description:
N/a

Manufacturer narrative:
**UDI related data quality updates only** providing updated device identification information in alignment with gudid.

Manufacturer narrative:
A supplemental report will be submitted upon completion of our investigation.

Event description:
It was reported that during routine check, the cardiosave intra-aortic balloon pump (iabp) has a helium transducer that needs calibration.

Manufacturer narrative:
A getinge field service engineer (fse) was dispatched to evaluate the unit. The (fse) reported that there was a user error related to the helium tank not being seated correctly. The fse adjusted the tank, and unit passed all functional and safety tests.